Manufacturer narrative:
Correction- this is verified to be a duplicate case based upon the device information of 2263974; 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups. All information will be transferred to the working case, any new information will be added to the case and appropriately processed and reported under MFR# 1038671-2023-00557.

Manufacturer narrative:
Pending investigation. D10: head. H7: z-1729-2022.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2012. The patient was revised due to poly wear and a new exactech liner and head were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.